Event description:
On (B)(6) 2012, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to another meter(s). The medical surveillance specialist (mss) spoke to the lay user/patient's wife for follow-up questions and obtained/verified the following information. The patient's wife informed the mss that the patient's testing frequency is 6 times daily and manages his diabetes with novolog (sliding scale) and symilyn pen insulin (unknown dose) 15 minutes before each meal. The patient's wife confirmed the alleged issue began on (B)(6) 2012 at 6:45pm. The patient's wife confirmed the patient obtained readings of "190 mg/dl" with the subject meter compared to "130 mg/dl" on the accucheck brand meter, "95 mg/dl" on the onetouch ultramini meter, and "99 mg/dl" on a onetouch ultralink meter, some performed greater than 30 minutes of each other. Based on statistical methodology, the calculated difference of some of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. At the time the alleged issue began, the patient's wife confirmed no action was taken regarding the patient's diabetes regimen. Prior to the start of the alleged issue, the patient's wife verified/confirmed the patient was feeling jittery, irritable, and hot; which were associated as low blood sugar symptoms. Prior to the alleged symptoms, however, the patient's wife was not able to recall the patient's blood glucose reading on the subject meter or what action he took as a result of the reading. In response to the symptoms, the patient's wife confirmed that the patient drank "coke" to make himself feel better. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, the patient's process for testing was correct, and an approved sample site was used; however the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient's symptoms. In addition, there is no evidence in the delay of treatment. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.